Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator was pacing above base rate after exhibiting backup vvi operation. The device was explanted and replaced. Patient was doing fine and was discharged.

Manufacturer narrative:
The reported field event of pacing rate anomalies was not confirmed. Device was received with setscrew inset severely stripped and was at eri level. Analysis indicated device had been recovered from backup operation in the field. Device was tested on the bench and no anomalies were found.